Manufacturer narrative:
Concomitant products: 5076-52 lead, implanted (B)(6) 2001, 419678 lead implanted (B)(6) 2009.

Event description:
It was reported that the right ventricular lead had no capture, high impedance and a possible fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.